Event description:
The patient reported a shocking or jolting sensation at the neurostimulator site on 2011-(B)(6). She had done light housework and had driven 45 minutes that day. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Programmer: model: 3037, serial# unknown.